Manufacturer narrative:
(B)(4).

Event description:
The customer reports: one of our team members was placing this on an adult male patient and upon completion of the procedure the patient's hands became very red and he experienced intense itching to both hands. This went on for 10 minutes after which the line was removed and symptoms resolved. A non- coated PICC was then placed to the opposite extremity without incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore, a device history record review was performed based on the sales history of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: one of our team members was placing this on an adult male patient and upon completion of the procedure the patient's hands became very red and he experienced intense itching to both hands. This went on for 10 minutes after which the line was removed and symptoms resolved. A non- coated PICC was then placed to the opposite extremity without incident.